Event description:
It was reported to siemens healthineers that during a procedure, the user noticed that bolts holding the system to the floor were loosened and the system was leaning. The patient was removed from the table without issues or injury. The system was taken out of use. Siemens has requested additional information in order to investigate the reported event.

Manufacturer narrative:
Siemens healthineers is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Manufacturer narrative:
H3, h6: siemens healthineers completed the detailed investigation of the reported issue. It was stated that the lifting tilting base was leaning due to a loose bolt on the floor. The initially provided pictures confirmed the described situation at the customer site. The investigation showed that the affected lifting tilting base was mounted on the floor covering and not directly to the floor structure. The floor finish and the adhesive were not removed before the table base was installed. This led to an instability of the base and eventually the mounting bolts loosened. The system was installed by a third-party company. A retraining of the service engineer was requested. The individual room planning document for this system was analyzed. It is documented that the table base must be mounted directly to the floor structure and that the area in the direct vicinity of the base must be free of all floor finishes and adhesive. In the meantime, the system was repaired by placing the foot directly on the floor structure. This correct installation was also confirmed by pictures. No further issues were communicated, and no general problem is known. The complaint is closed with this statement. H11 corrected data: d3: manufacturer street address was corrected, and email address was provided.